Event description:
It was reported that the customer had a motor error alarm during bolus on the insulin pump. The customer's blood glucose level was 352 mg/dl. The troubleshooting was performed. The customer insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The customer has not been able to complete a bolus because of the motor error, they had several attempts on the bolus, untill she finally got the correct amount of insulin.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.